Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent a spinal cord stimulation (scs) explant procedure. Patient status is good postoperatively. No products returned due to facility policies.

Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2023 prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7098961 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7098970 UDI: (B)(4).